Event description:
It was reported that the user experienced intermittent communication between the dexcom g7 cgm and the ilet, including difficulty pairing and a period without readings that later resolved after re-entering the pair code and toggling g7/g6, consistent with an intermittent communication failure related to the antenna/electrical-magnetic component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices with intermittent communication failure associated with the antenna/electrical-magnetic component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.